Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Two weeks prior to the button error alarm, the buttons on the insulin pump were malfunctioning. The insulin pump shut off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected blank display during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No crazy numbers or scrolling during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.